Event description:
The pt was originally skin tested on 22 march 1996, and again 12 april 1996 with negative results. The pt was originally treated with collagen on 1996 and has received multiple treatments without event since that time. In 1997, the pt was treated with zyderm 1 (lot 97a081, 1cc, initial use) in the right and left nasolabial folds, oral commissures, marionette lines, and one small periorbital fine line. On 6 feb 1998, the pt was seen by the physician. At that visit, the pt stated that they had developed red welts at the collagen treated areas about 2 to 3 weeks after pt's 1997 treatment. The physician believed that the pt had a hypersensitivity to the collagen, and counseled the pt to avoid vasodilatory activities such as alcohol and sunlight. No medical or surgical intervention was planned or prescribed for the pt. In a follow up letter received at mcghan medical on 14 april 2000, the physician reported that the pt self-medicated with oral benadryl, when pt's symptoms first arose (exact date not known). The pt stated that the symptoms seemed to resolve after taking the benadryl.